Event description:
This pump has been sent in twice for the same problem. Upon the return from the second time it is still demonstrating the same problem it was sent in for. When the "power" button is pressed the pump will not turn on. Also, when the pump is unplugged from ac power the "ac" and "battery" indicator lights remain lit.this facility has 823 of these pumps and we send in, on average, 10-12 a week for warranty service. Over the last 8 or 9 months we are seeing an increase in the number of pumps requiring multiple trips for repair. Issues have also included loss of drug library.======================manufacturer response for large volume infusion pump, bbraun (per site reporter).======================none at this time.what was the original intended procedure?performance and safety test upon return from the manufacturer for warranty repair.device #1is this a laboratory device or laboratory test?no.